Event description:
A dialysis facility reported that a patient removed too much fluid during a hemodialysis treatment. The patient became hypotensive during the last half hour of treatment and was given a total of 1200 ml. Of saline. Based on the reported pre and post weights, saline given and what the machine had indicated was removed, there was a fluid weight loss variance of about 1.9kg. Patient was stable after receiving saline.